Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead had noise after the shock. The lead is still in use. No patient complications were reported as a result of this event.

Event description:
It was reported that the lead had noise after the shock. The lead is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Ventricular short interval count v-sic=23 counts on (B)(6) 2010 in the timeframe between 14:38:59 and 18:05:39.